Event description:
The customer reported an issue with high blood glucose levels, although the specific value was unknown, and the display showed "high." Cause was not known. Customer administered a correction injection via multiple daily injections (mdi) to address the bg. The customer was advised to inspect various components such as the infusion site, tubing, and needle, all of which were functioning properly. Technical support instructed the customer to ensure proper insulin flow in the tubing, which was confirmed by observing insulin drops at the end of the tubing. The customer planned to consult a healthcare provider for further discussion and to replace supplies if needed.